Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
The customer reported the device is restarting automatically. There was no report of pt involvement.